Event description:
It was reported that the ilet pump¿s display developed a crack originating from the side that progressed across the screen, after which the touchscreen became unresponsive and the user transitioned to backup therapy. Symptoms included inability to interact with the device due to a nonresponsive screen, with no injury. Outcomes included interruption of normal pump use and reliance on alternative therapy. Investigation included collection of user testimony, verification of device information, and arrangements for device replacement and return for assessment. Investigation of this case revealed a damaged display assembly consistent with screen breakage leading to loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of unknown origin.